Manufacturer narrative:
The product was unavailable for return. Therefore, an evaluation of device performance was not possible. A review of the manufacturing and sterilization records showed no anomalies. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the patient was implanted with the adjustable ventriculoperitoneal shunt due to hydrocephalus on (B)(6) 2014. According to the report, after the surgery, the patient had high fever and their leucocyte count was unstable. The report stated that the physician thought that it was not an infection. Reportedly, the physician explanted the device on (B)(6) 2014. According to the report, during the surgery, the physician found that the shunt contact site appeared red. Reportedly, the physician thought it was an allergy. The report stated that, after the operation, the patient's condition was stable.

Manufacturer narrative:
The returned valve was patent. It did not meet the requirements for leak testing due to a tear on the reservoir. The device passed pressure-flow and pre-implantation testing; however, it did not meet the requirements for siphon or reflux testing. There was proteinaceous debris in the interior and the exterior of the device. Debris within the valve may interfere with the device resulting in siphoning and / or reflux. Approximately 90 cm of the catheter was returned. The returned catheter met the requirements for patency and leak testing. A review of the manufacturing records showed no anomalies. All of the valves are 100% tested at the time of manufacture. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.